Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart xl was not powering on. There was no reported pt involvement.